Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient's date of birth is (B)(6) 1979. Date of event is (B)(6) 2020. Patient had an explantation on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the image of the device received was completed by the failure analysis lab on 9/8/2020. Device evaluation summary: according to the information received, the patient experienced rupture in the breast implant. Upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with a 375cc mentor memorygel breast implant experienced left sided rupture post procedure. As a result, patient had an explantation on (B)(6) 2020.